Event description:
Additional information noted that this patient was discharged and the root cause of syncope was not determined. Despite efforts no further information was obtained.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced syncope. A review of the data provided showed normal device operation. The roto cause of the syncope was not noted. No additional adverse patient effects were reported.